Manufacturer narrative:
(B)(4).

Event description:
A valiant captivia stent graft was selected for the endovascular treatment of a 60 mm in diameter and 66 in length thoracic aortic a neurysm. The proximal neck was 32 mm in diameter. It was reported that during preparation, the device was filled with saline; however, the delivery system couldn¿t be flushed with a syringe. In addition to that, the saline had no place to flow out and leaked from a small space that was not specified. A guidewire was not inserted. The device was not inserted into the patient. The physician did not notice any obstruction in the tip of the catheter. No clinical sequelae were reported and the patient is fine. The physician commented that another device was used to complete the case.